Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customers infusion set caused a secondary infection. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.